Event description:
It was reported via repair work order that the brakes would not remain engaged due to damaged fifth wheel cam bracket assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.